Manufacturer narrative:
Patient identifier: (B)(6). Date of event was estimated based on the aware date and the death occurring two months previously.

Event description:
Evolve lv xlv study. It was reported that the subject died. In (B)(6) 2020, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The 80% stenosed, 4.50 x 16mm, target lesion was located in proximal left circumflex artery (lcx) and had timi flow of 2. The target lesion was treated with pre-dilation and placement of 4.50 mm x 16 mm study stent. Following post-dilation, residual stenosis was noted to be 0% with timi flow of 3. On the following day, the subject was discharged on dual antiplatelet therapy. On an unknown date, the subject expired. During the scheduling of the two-year study specific follow up, the site had contacted the subject's son and was informed that the subject had oral cancer and expired around 2 months previously.

Manufacturer narrative:
A1: patient identifier: (B)(6). B3 date of event was estimated based on the aware date and the death occurring two months previously.

Event description:
Evolve lv xlv study it was reported that the subject died. In september 2020, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The 80% stenosed, 4.50 x 16mm, target lesion was located in proximal left circumflex artery (lcx) and had timi flow of 2. The target lesion was treated with pre-dilation and placement of 4.50 mm x 16 mm study stent. Following post-dilation, residual stenosis was noted to be 0% with timi flow of 3. On the following day, the subject was discharged on dual antiplatelet therapy. On an unknown date, the subject expired. During the scheduling of the two-year study specific follow up, the site had contacted the subject's son and was informed that the subject had oral cancer and expired around 2 months previously. It was further reported that in 2022, the subject underwent surgery for his oral cancer however, the subject never woke up from the surgery and expired due to unknown cause.

Manufacturer narrative:
B2 date of death: used the first day of the month of august 2022, as death date was unknown. (Conservatively captured as (B)(6)2022 as per case entry conventions). A1: patient identifier: (B)(6). B3 date of event was estimated based on the aware date and the death occurring two months previously.

Event description:
Evolve lv xlv study it was reported that the subject died. In september 2020, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The 80% stenosed, 4.50 x 16mm, target lesion was located in proximal left circumflex artery (lcx) and had timi flow of 2. The target lesion was treated with pre-dilation and placement of 4.50 mm x 16 mm study stent. Following post-dilation, residual stenosis was noted to be 0% with timi flow of 3. On the following day, the subject was discharged on dual antiplatelet therapy. On an unknown date, the subject expired. During the scheduling of the two-year study specific follow up, the site had contacted the subject's son and was informed that the subject had oral cancer and expired around 2 months previously. It was further reported that in 2022, the subject underwent surgery for his oral cancer however, the subject never woke up from the surgery and expired due to unknown cause. It was further reported that in august 2022, the subject died. Additionally, there were no history of cancer noted at the time of enrollment.